Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient's concern with the product and rupture discovered upon removal. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed broken device assessed as fold flaw opening. ¿ anxiety¿product/procedure-breast: unable to observe since it is not related to the device. As per the investigation procedure creases, particles, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient's concern with the product and rupture discovered upon removal. The device has been explanted.